Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/12/2019.

Event description:
The customer reported ventilator machine alarm: oxygen source pressure ground. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported ventilator machine alarm: oxygen source pressure ground issue. The fse adjusted the pressure of oxygen supply in the hospital center, and the unit was fixed.